Event description:
Routine complaint investigation when a consumer reported a precision reading issue. The difference in the readings was determined to be clinically significant. If this meter was used to perform an assay, the results could be an imprecise reading. No death, serious injury or medical intervention was reported.